Manufacturer narrative:
The device information and exact date of implant are unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 1627487-2019-13817 and 1627487-2019-13818. It was reported that the patient¿s system ceased to work and did not provide effective therapy. As a result, surgical intervention took place on (B)(6) 2019, wherein the patient had their entire system explanted.

Manufacturer narrative:
The serial number, lot number, expiration date, manufacture date have been obtained and the device has returned for analysis.

Manufacturer narrative:
The reported event for ineffective stimulation was confirmed. As received, the rf receiver successfully communicated with a lab standard rf transmitter. The ipg was functionally tested and failed due to degraded outputs. This is consistent with the asics and/or other internal components failure.